Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a cracked luer connector within 60 hours of infusion. This issue was identified during patient infusion. The device was connected to a non-baxter connector. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to. The customer clarified further the "flow restrictor" cracked. The lot was manufactured from march 25, 2019 - march 26, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye found no evidence of crack or damage on the white luer. The device was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.